Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recn0712 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when the head nurse performed PICC catheter maintenance for the patient, the extension tubing was found broken and the connection tubing was replaced for the maintenance. No other information was provided.